Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device had a power supply malfunction. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.

Event description:
It was reported the device had a power supply malfunction, there was no function on the display. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
Philips field service personnel evaluated the device. The following functional tests were performed: check monitor and check error logs and settings. Results of functional testing indicate that there was a battery failure of the device. As it was found the battery failed, the engineer needed to exchange the battery. The battery was replaced and the device remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was due to the battery. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.